Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 200 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. Insulin delivery was suspended due to sensor glucose values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer's other blood glucose value was 136 mg/dl. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 random opened or used sensor and performed continuity resistance test and sensor passed per specifications. Also performed bicarbonate buffer test. Sensor passed per specifications.